Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited noise, failure to capture, failure to sense and no low voltage output. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events of no pacing, failure to capture, failure to sense, and noise were not confirmed. Analysis found that a complete lead was returned in one piece measuring 51.7 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.